Event description:
It was reported that the patient reportedly underwent two surgeries using rhbmp-2/acs and allegedly sustained unspecified injuries. During the first surgery on unknown date, surgeon performed a lumbar laminectomy l4-5, insertion of interbody cage l3-4, l4-5, instrumented posterior spinal fusion l3-4, l4-5, allograft/autograft, repair of incidental durotomy, l3-4 and l4-5, lateral lumbar interbody discectomy and fusion. On (B)(6) 2011, patient underwent an anterior cervical discectomy c4-5 and c5-6, anterior cervical fusion using auto and allograft, c4-5 and c5-6, placement of anterior interbody cage c4-5 and c5-6, and anterior cervical instrumentation, c4-5 and c5-6. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2010, the patient underwent a surgery at the l3 through l5 levels using rhbmp-2/acs. Following the surgery, the patient experienced pain and her legs began to swell. The patient also developed urinary incontinence, a problem she did not experience prior to undergoing surgery. On (B)(6), 2011, the patient underwent a fusion surgery at c4-c5, and c5-c6. Following this surgery, the patient's pain had substantially increased and she was unable to move her arms over her head, which adversely impacted many activities of daily living. The patient experienced constant pain, decreased mobility, permanent disfigurement.